Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and intermittent power in the pump. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 1/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump¿s black box data history showed no unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump¿s cover was removed and there was no moisture found. The returned battery cap¿s height and width were within specification. There was no damage found to the returned battery cap and it was able to securely attach to the pump. The pump was exercised for 24 hours with the returned battery cap and there were no power issues therefore the initial complaint about a power issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.